Event description:
It was reported that the patient needed troubleshooting for a change in the patient's therapy. The patient reported paresthesia in the wrong location was noted in (B)(6) 2015 and a loss of therapy. Patient has experienced a loss or change of therapy and feels stimulation in the wrong location. It was noted as more anal, annoying, not bicycle seat area. The patient had not had good therapeutic effect since implant. The patient does feel stimulation. A urinary tract infection could be related to this issue. She has had 2 urinary tract infections since implant. Medication given on (B)(6) 2015 (medications "septor") and (B)(6) 2015 (medications "zipro"). Symptoms were pain, bleeding, clots and not echoli- just mix flora report. The patient mentioned possible reprogramming and it was reviewed that the patient could change programming herself which patient service could assist. She had tried multiple programs and all were wrong location. Patient was on the program that was "least annoying." The representative was notified of not good therapy effect and annoying stimulation in wrong location at the 3 week appointment after implant. The patient was diagnosed with gastrointestinal/pelvic floor and fecal incontinence. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Information later received by the patient reports the urinary tract infection was being evaluated by gu (genitourinary). A CT urogram was done on 8/7 and cystoscopy was scheduled in september. Presently the patient was doing fine. Gu feels there was no correlation with stimulation. No change in programs but may address that at a later date. Therapeutic effect was good. It was noted that programs may change at future time when word up for urinary tract infection was completed. The patient was using stimulator constantly now with good results.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v686, implanted: (b)(6 2015 product type: lead. (B)(4).